Event description:
The catheter was placed in the femoral artery. While the catheter was being pulled out, the tip fell off. The tip was retrieved immediately with either forceps or a snare with no further difficulty. No harm to the pt

Manufacturer narrative:
(B)(4): separates is not listed in the instructions for use. The catheter was returned in a used and damaged condition: the tip had separated at the bond joint with approx 1 mm of tip material remaining attached to the catheter shaft. Teflon coated wire also returned. Per specification, "verify surface of catheter is free of damage and excess bumps or roughness. Wire braided catheter surface must also be free of exposed wires". The IFU states, "how supplied" states in part: "store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." Upon visual inspection of the complaint device, the catheter tip had separated with approx 1 mm of tip material attached to the catheter shaft and it feasible to say the complaint device may have met with resistance during removal. The device meets iso 10555 force at break criterion of 10n, which has been confirmed through design verification testing. The appropriate internal personnel have been notified and we continue to monitor complaints for similar events. Quality engineering risk assessment was performed by engineering and concluded with the addition of this complaint, the risk to pt for this failure mode and product family remains acceptable.